Event description:
The customer called for help with this meter. While troubleshooting, he performed control tests and rec'd results of "lo" and 29 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.